Event description:
The customer reported that the system exhibited an uncommanded shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The emergency switch was evaluated and replaced. The collimator interface and power supply were evaluated and reseated. The system was tested and found to be working as intended and returned to service.